Event description:
Legal claim received alleging that the patient suffers from metallosis, loss of bone and tissue, and pain. Also alleged excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 04/21/2014 - ppd with medical records received. Patient was revised to address a cyst shown by MRI. Upon revision, a large cyst and corrosion on the neck of the femur were found. The stem and sleeve are being added to the complaint.

Event description:
**Update** (B)(4) 2013 - the sales rep has reported the revision surgery. Patient was revised to address pain and elevated metal ion levels. There is no additional information that would affect the outcome of this investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported device was not possible as it was not returned. A search of the complaints databases found no other reports against the provided product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified.